Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an external device. The reason for call was the pt reported needing a li battery pack (bp). Patient services (pss) understood pt began seeing an error message reading 'replace the controller batteries soon'. Pt confirmed incident occurred when trying to recharge their neurostimulator (ins) battery. Troubleshooting was unable to be performed as equipment was not present. Pss agreed to follow up with pt. Pss called pt back on number registered for troubleshooting equipment. Pt provided current battery levels: ptm 100%; ins 90%. Pt was then able to start a recharging session with excellent. Error message did not reoccur. Pss advised pt to call back if incident did happen again & to collect all details on screen for pss agent. Additional information was received from a friend/family member reporting that they called last month and was able to get help but now when recharging the implantable neurostimulator (ins)it was not working for they could sense there was a short in the recharger telemetry module (rtm). When trying to recharge the ins it would get extremely hot to where it burned them (pt verified burning sensation no mark was left). When attempting to go through passive recharge mode the middle number would show a zero and one time they got system problem rm03 when trying to recharge ins. A replacement recharger telemetry module (rtm) was sent out. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt said that the charger was acting up more every time they use it and it was taking them 30 to 45 minutes to even get it to a good connection which takes a lot longer to charge than an excellent connection. They have an appointment with their doctor later this month due to their pain being worse and on top of my pain, they now have new pain that the device does not cover and their current device was acting up and they believed they need a new charger. Pt spoke to a rep from medtronic and they helped them but now it's much worse.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a frayed cable. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.